Manufacturer narrative:
On (B)(6) 2022, the device was taken out for examination and put back into the patient. Therefore, we will not receive the device back to perform device analysis.

Event description:
Right-side misshapen and bubbles.